Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (d cs), in a patient with tortuous aortic anatomy, it was difficult to advance over the aortic arch. The valve was implanted, and a dissection was identified. The dissection occurred due to a combination of the tortuous aorta and the not so flexible catheter. The dissection in the aortic arch was seen with angiogram and a hematoma was observed. The injury was treated with thoracic endovascular aortic repair (tevar) and the hematoma was plugged. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the anatomy was tortuous. This indicates that the probable cause of the advancement difficulties was tortuous patient anatomy. A dissection in the aortic arch was observed. It was reported that the dissection occurred due to a combination of the tortuous aorta and the not so flexible catheter. Vascular access related complications, such as dissection / hematoma, are a known potential adverse patient effect per the evolut system instructions for use (IFU). Vascular complications are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.), however the root cause of the injury cannot be determined and the relationship to the dcs cannot be established at this time. No procedural films were provided for review. There was no information to suggest a device quality deficiency or malfunction related to the dissection. This event does not indicate a device malfunction or a failure to meet manufacturing specifications. If information is provided in the future, a supplemental report will be issued.